Event description:
As reported by the end user, during the procedure, they failed to notice that the bottle of contrast was running low. When the bottle became empty, air was allowed to enter into the fluid management system and was thus injected into the pt. The pt went into pea (pulses electrical activity), they had to perform CPR, and the pt was revived. No further pt complications were noted.

Manufacturer narrative:
A review of the device history record was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Their review did not note any deviations related to the reported defect in the complaint. As no sample was returned, the root cause is unable to be determined. The end user has since revised the convenience kit to include the squeeze contrast controller. The contrast controller chamber contains a green floating ball to act as a visual aid to the contrast level. By using a contrast controller, the end user can quickly visualize contrast levels and potentially minimize the entry of air into the system. A review of the july 2008 glens falls complaint report for the custom kit family noted zero complaints reported from two months earlier to the same month in the "air bubbles" failure mode. This did not show adverse trend. .